Event description:
It was reported that a patient underwent a left total knee arthroplasty. Approximately three weeks post-implantation the patient experienced a fall resulting in dehiscence of the knee incision. Radiographic evaluation demonstrated no evidence of fracture or hardware displacement. The wound was irrigated and closed, and the patient was prescribed medication. Subsequently, a quadriceps rupture was surgically repaired approximately nine weeks post-implantation. At follow-up assessments the patient consistently reported no pain and high satisfaction, with radiographic evaluations showing no significant findings at each time point. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown - unknown cement - unknown. 42512100410 - articular surface medial congruent (mc) left 10 mm height use with tibia sizes c-d/cr femur sizes 6-7 - 63095178. 42532006401 - tibia cemented 5 degree stemmed left size c - 63067977. 42502006001- psn fem cr cmt ccr nrw sz 6 l - 63173195. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.